Event description:
It was reported that during a peripheral stenting treatment procedure removal difficulties were encountered. The balloon became stuck on the express vascular sd stent post deployment. No pt injuries or complications have been reported. The pt's status is listed as "o.k." No additional information is available regarding this procedure.